Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced elevated ldh, heart failure symptoms, ramp study to 11,400 rpms and was unable to decompress left ventricle. The decision was made to move forward with a pump exchange for suspected thrombus. The pump exchange was completed. Inflow and outflow was not replaced; pump only.

Manufacturer narrative:
The report of suspected thrombus was confirmed. The examination of the pump revealed a denatured thrombus formation surrounding the inlet bearing cup and the inlet bearing ball. The thrombus was adhered to both bearings and appeared to have formed in laminated layers, which is an indication that it likely developed over an undetermined amount of time while the pump was in operation. Although a specific cause for its development cannot be conclusively determined, the thrombus would have potentially contributed to the reported elevated ldh. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to the development of the thrombus or a functional issue. The pump was cleaned, reassembled, a functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.